Event description:
It was reported that during an in-stent angioplasty, in a left arm fistula, a pta balloon ruptured circumferentially. Using an inflation device, the physician inflated the balloon one time to just above burst pressure (rbp 15 atm) and held for 30 seconds. The balloon ruptured. He then made sure that the balloon was deflated and attempted to remove it through the 7 fr. Sheath. It would not pull through the sheath. As he pulled harder, the balloon came apart. He used a snare to retrieve any fragments. To block the fragments from migrating, he went in at a bit higher spot on the fistula with another balloon. It was reported that the tracking anatomy was not tortuous or calcified. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for eval to date, so a sample eval could not be performed. It is unknown if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are conclusive and the root cause is unknown. The current instructions for use (IFU) for this device states: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of pressure monitoring device is recommended. The current IFU for this device states: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. The current IFU for this device states: precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommenced to remove the balloon catheter and guidewire/introducer sheath as a single unit.